Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a pharmacy, who contacted the company with a product complaint, concerns a patient of unknown age, gender, or origin. The patient was taking an unspecified medication for treatment of an unknown indication. On (B)(6) 2010, the humapen memoir burgundy pen body was reported to have a blank display. This humapen memoir burgundy pen body was associated with product complaint 1424457, lot 0909c01. The returned device was found to have missing segments in the display. The operator of the device was unknown. It was unknown if the user was trained. This device model was used for an unspecified length of time. The device was returned on (B)(6) 2010. The humapen memoir burgundy pen was not continued.

Manufacturer narrative:
This is an initial report. A follow-up report will be submitted when the final evaluation is completed. Complaint suggestive of reportable malfunction/near incident. Will investigate further.

Manufacturer narrative:
This report includes final evaluation findings. No additional information is expected. Evaluation summary: a patient claimed that their memoir pen device had a blank display. The device was returned for investigation (pen batch 0909c01, manufactured in september 2009). A detailed investigation determined that the root cause of the missing segment malfunction was liquid ingress while in the field with a contributing factor of a cracked lcd cable. The liquid ingress caused rust, residue and corrosion in several locations. The liquid ingress also reached cracks in the lcd cable resulting in the missing segments malfunction. The liquid that caused the malfunction is unknown. The reportable malfunction missing dose number segments may result in an inaccurate dose of insulin. Malfunction confirmed. The user would typically be aware of missing dose number segments. When the pen is powered on, all segments of the display are illuminated to confirm proper function. The user manual instructs that if any part of the pen display is missing do not use pen. It further instructs that if the display is not working correctly to contact lilly at xxx-xxx-xxxx or your healthcare professional. Corrective action cracked lcd cable. A specific corrective action has not yet been implemented. However, an investigation has been initiated to evaluate different options to reduce the incidence of cracked cables. Corrective action, liquid ingress: a corrective action has been initiated to redesign the flexible circuit board to improve the protection of the electronic connections. Improper use and storage - the type of liquid is unknown. Therefore, the malfunction cannot be attributed to improper use or storage.

Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a pharmacy, who contacted the company with a product complaint, concerns a patient of unknown age, gender, or origin. The patient was taking an unspecified medication for treatment of an unknown indication. On (B)(6)-2010, the humapen memoir burgundy pen body was reported to have a blank display. This humapen memoir burgundy pen body was associated with product complaint (B)(4), lot 0909c01. The returned device was found to have missing segments in the display. The operator of the device was unknown. It was unknown if the user was trained. This device model was used for an unspecified length of time. The device was returned on (B)(4)-2010. The humapen memoir burgundy pen was not continued. Update (B)(4)-2010: additional information received on (B)(4)-2010 from the global product complaint database added the device specific safety summary; and updated the (B)(4) fields and the narrative.